Event description:
Healthcare professional (hcp) reported injecting a patient with 3 syringes of juvéderm voluma® xc in the mid face area. About 2 weeks post injection, the patient began experiencing swelling in the tear trough area after getting a (non-device related) sunburn on their face. 2 weeks after that, the patient received hylenex, bactrim, and sulfa as treatment. Hcp later reported the "patient experience[d] swelling, no infection noted only side. Patient went to urgent care and was treated for infection. Patient states [they] had similar response to breast implants in the past, failed to mention during assessment for auto immune". Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.